Manufacturer narrative:
Beginning may 31, 2012, us and (B)(4) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 12/16/2003 and was last repaired on (B)(6) 2010. Eval of the device observed that the end of the roller and end of the comb were damaged. It was also observed that the ratchet returned with the device was a ratchet from a meshgraft ii zimmer model number 2195. Prior to repair, the device could not be checked for calibration due to the damage to the comb and roller end. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling. According to the instructions for use the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was initially reported that the zimmer skin graft mesher had a worn spindle on the ratchet handle. Eval of the returned device identified that the comb was damaged. Add'l clinical f/u with the customer indicated that the issue was observed prior to surgery and the donor graft was usable. There was no pt injury, increased surgical time or medical intervention associated with the reported event.